Event description:
It was reported that a spectrum pump alarmed upstream occlusion upon power-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported "upstream occlusion alarm" was not reproduced. The device was tested for upstream occlusion test with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be ultrasonic sensor as the upstream sensor values were out of specification and was unable to be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.